Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4) captures the reportable event of rx tunnel detached. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted during withdrawal that the black rx tunnel of the catheter detached while passing the device and was retrieved in the scope. The procedure was completed at this time. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, it was noted during withdrawal that the black rx tunnel of the catheter detached while passing the device and was retrieved in the scope. The procedure was completed at this time. There were no patient complications reported as a result of this event. ***correction based on additional information received on (B)(6), 2020*** it was reported that the black rx tunnel was visualized inside the patient bile duct and on the endoscopy screen. The detached rx tunnel was sticking out of the end of the scope, so when the scope was withdrawn from the patient, the detached piece was as well.

Manufacturer narrative:
Block h6: problem code 2907 captures the reportable event of rx tunnel detached. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental MDR will be filed. Block h11 correction: block b5 (describe event), block d4 (lot number and expiration date), block h4 (device manufacture date)